Event description:
The customer reported that the bottle of contour next test strips was already open. There was no allegation of an adverse event. The customer returned the bottle of test strips to pharmacy from where she purchased the bottle of test strips. Therefore, the bottle of test strips is not expected to be returned. Replacement test strips were sent to the customer.

Manufacturer narrative:
A device history record was reviewed for the suspected contour next test strips lot # 9dpec41a and no anomalies were found. The work order was run on the auto line, which had a vision inspection for open caps. A line challenge was completed on every shift, and the open lid challenge on each shift passed, signifying that the vision inspection system was working correctly. The packaging was potentially tampered after it left ascensia' s control. The customer claims to have returned the vial to the pharmacy but was able to take pictures prior, showing a vial with a closed cap, no damaged carton and a vial with blood stains indicating it had been used.